Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the CT power injector pressuring out during CT injection was inconclusive because the pressure/volumetric flowrate relationship could not be characterized. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Crystalline precipitate was observed within the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required when flushing a similar non-complainant device. Microscopic inspection of the sample was unremarkable. The presence of precipitate suggest that residue buildup within the device may have contributed to the reported event; however, the lack of ability to test the sample under power injection prevented confirmation of the reported event. Consequently this complaint is inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported CT power injectors pressuring out. What they¿re being treated for: malignant neoplasm of head of pancreas, no pt. Harm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf007 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asfnf007) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported CT power injectors pressuring out. What they¿re being treated for: malignant neoplasm of head of pancreas, no pt. Harm. No other information was provided.